Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. Date of issue is an approximation. The sensor was inserted into the upper buttocks on (B)(6) 2020. The patient¿s parent stated the patient developed itchiness, redness, pimples, a rash and a scar under and extending beyond sensor patch perimeter. The patient was evaluated by a healthcare personnel (hcp) who prescribed topical cavilon and recommended over-the-counter (otc) topical ointments. No additional patient or event information is available.